Manufacturer narrative:
Analysis received the unit with intermittent button response due to torn keypad overlay. There was no button error alarm. The unit passed displacement, operating currents, self, off no power, no delivery alarm error, basic occlusion, occlusion, prime, and excessive no delivery tests. There was no battery out limit alarm noted and motor passed motor test. There was no motor error alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 141 mg/dl at the time of incident. The insulin pump will be returned for analysis.